Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. A device of the batch record for the lot did not uncover any non-conformances. It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the info provided by the customer. Investigation did not uncover product deficiencies or non-conformances. No further escalation is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2013, inratio: 1.3, ref. Meter: 2.3. Testing performed side by side. Therapeutic range: 2-3.